Event description:
It was reported that the patient was seen for a pacemaker check and reprogramming was done. After the reprogramming was done, the patient had symptoms of lightheadedness and dizziness that they had not had since before the device was implanted. The patient was feeling great until after the reprogramming was done. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).